Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
The patient alleges experiencing pain at the ipg site for approximately 8-9 months. As a result, surgical intervention was undertaken on (B)(6) 2016. The entire scs system was explanted during the procedure of which the sjm representative was not present. The patient states the issue has since resolved.